Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the fluoroscopy was not possible. Review of the system log file showed that there was an ip pc malfunction. The rse identified that due to peddle tapping, the fluoroscopy was not possible. The wired footswitch was sent to the customer via material order and customer had replaced wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evalution method code was corrected.

Event description:
It has been reported to philips that the fluoroscopy is not possible. The device was in clinical use. No patient harm reported. The footswitch needs to be replaced because of peddle tapping. Philips has started an investigation of the complaint.